Event description:
It was reported that a communication error caused the procedure to be cancelled. This icefx system was selected for this cryoablation procedure. During set-up there was an 80-01 error that was unable to be resolved with troubleshooting. There were no complications, but case had to be cancelled after patient was put on anesthesia. A new unit has been received at this facility.

Event description:
It was reported that a communication error caused the procedure to be cancelled. This icefx system was selected for this cryoablation procedure. During set-up there was an 80-01 error that was unable to be resolved with troubleshooting. There were no complications, but case had to be cancelled after patient was put on anesthesia. A new unit has been received at this facility.

Manufacturer narrative:
Device eval by manufacturer: this icefx system was returned for analysis. Upon powering on, the system booted up to the login screen and then displayed an immediate 80-01 error (communication failure). The console top was removed to inspect the needle interface pca and the led d6 was off for the +3.3v iso supply. A serviceable needle interface pca was installed, which resolved the 80-01 error. Further performed the icefx functional check, all testing passed, except the power cord retention test and the power cord ground to system ground post continuity test. A serviceable power entry module was installed. Confirmed the ground path and the system passed both tests. The allegation from the field was confirmed.